Event description:
Falsely elevated insulin-like growth factor (igf-1) were obtained on patient samples on an immulite 2000 instrument. The results were reported to the physician(s), who questioned the results because they did not match the clinical picture for the patients'. There were no reports of patient intervention or adverse health consequences due to the discordant igf-1 results.

Manufacturer narrative:
The initial MDR 2432235-2012-00388 was filed on november 20, 2012.(B)(4): additional information: the corrections and removal report (crr) was filed with the FDA on november 28, 2012. The crr number is 2432235-11/28/2012-007-c.

Manufacturer narrative:
The cause of the elevated results for igf-1 is unknown. An urgent medical device correction (umdc), umdc 2012-11-13 - "immulite / immulite 1000 / immulite 2000 / immulite 2000 xpi all immulite platforms for igf-I shift in patient medians and supply disruption" was sent to customers in november 2012. Siemens is investigating this issue.